Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event was reproduced. The probably cause was most likely attributed to failure of the slider detection in the output socket. A definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Event description:
It was reported that the contact block of the xenon light source was worn. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.